Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade of 4. It was indicated that imaging was challenging. The first clip was implanted with no reported issue. A second clip (xt) was used to further reduce mr. After the leaflets were grasped, the mean pressure gradient was noted to increase. It was decided to remove the clip. During removal, the clip got caught in chordae creating a flail and increase in mr. The clip was able to be removed. An attempt to implant another clip was performed but was not successful. Final mr was at grade 3-4. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the reported difficult to remove from the anatomy (clip becoming caught on anatomy) cannot be determined. Image resolution poor is related to difficulties visualizing the clip and is therefore related to procedural conditions. Unspecified tissue injury appears to be related to difficulty removing the clip from the anatomy and is therefore, related to procedural conditions. Tssue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.